Event description:
Scrub nurse discovered 1 cm portion of insulation off of electrosurgical dissecter approximately 4 inches up from cautery tip. Surgeon notified that instrument could not be used and why; reply "that must be how she got the burn on her abdomen". Burn located llq 4mm x 2mm sutured per surgeon.